Manufacturer narrative:
Additional information d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a biomedical technician (bmet). To resolve the reported issue, the bmet replaced the fill valve and control board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet identified a smoking/damaged fill valve component. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a smoking/damaged fill valve component. This was discovered upon troubleshooting a not filling issue, as the unit was producing smoke when turned on to make acid. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed ordered a fill valve and control board to resolve the machine issue. The biomed stated that the replacement parts will be installed upon arrival. The biomed confirmed that besides the control board, there was no further damage observed on any other components, or any other additional issues, associated with the smoking/damaged fill valve. The biomed confirmed that the fill valve is available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a smoking/damaged fill valve component. This was discovered upon troubleshooting a not filling issue, as the unit was producing smoke when turned on to make acid. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed ordered a fill valve and control board to resolve the machine issue. The biomed stated that the replacement parts will be installed upon arrival. The biomed confirmed that besides the control board, there was no further damage observed on any other components, or any other additional issues, associated with the smoking/damaged fill valve. The biomed confirmed that the fill valve is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.